Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the cause of the air in line was determined to be user error. The patient stated that she was connected during priming. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) reporting that she might have air in her while on the homechoice (hc) machine during prime. The home patient (hp) stated that her shoulders were hurting and suspected she got air in her system. The hp explained that she connected her patient line while the hc machine was priming. The technical service representative (tsr) instructed the hp to call her nurse as soon as possible. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, it was revealed that the hp had started over with new supplies. The sample was not available, and the lot number was unknown. The hp continued therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per customer, the samples were not available. A follow-up report will be filed should any necessary supplemental information become available.